Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received integrated electro surgical generator unit (iesu) involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure (ground pad not working) could not be reproduced on erbe connected to surgeon side console. Logs showed (multiple m-36 error on(B)(6) "202" confirming reported fault in the field. Visual inspection: (the unit has no significant scratches or dents. The front bezel is in decent condition.) The unit energized and cauterized and all ports recognized instruments on surgeon side console. (M-36: activation request for hf output, which has been locked by system) potential root cause for this issue. The complaint was not confirmed based on the failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer could not get the ground pad to adhere to the patient. An intuitive surgical, inc. (Isi) technical support engineer advised customer to clean the area with saline solution, but ground pad still wouldn't bond. The tse recommended replacing the ground pad or trying a third-party integrated electrosurgical unit (iesu). The procedure was completed with no reported injury.